Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead-less implantable pulse generator (ipg) exhibited suspected premature battery depletion. It was noted at the patient's follow-up, the right ventricular (rv) pacing threshold had increased and one year remaining estimated longevity until end of life (eol) was observed; it was then stated at the six month follow-up, with the same threshold value, the remaining longevity had decreased to seven months until eol. The ipg was explanted and replaced with a conventional pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.